Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported during the implant attempt that the left ventricular (lv) lead was attempted but not used due to dislodgement. Another lead was used. No patient complications have been reported as a result of this event.